Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was placed but when the connector pin was put into the device header, it could not be seated properly which resulted in high impedance. A second device of the same model was attempted to be connected with the same result. The lead was removed and a different lead model was connected to a different model device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found, the connector pin was observed and there were indications of handling on the connector pin (possible tool marks). Set screw marks were not observed. There were no other anomalies observed on the connector pin and rings. All electrical testing was within specified parameters. (B)(4).